Event description:
Contralateral wire caught on hooks upon jacket retraction. It was resolved. Wall stent deployed to contralateral graft limb. Type I endoleak stented. Jacket was very hard to retract.